Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. The patient also experienced the cassette door was not closing. The cassette was properly inserted, but the cassette door popped open during drain 2 of 4 of their treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hospitalization and any relationship to a malfunction with their liberty select cycler; however, no additional information was obtained. Patient demographics, medical intervention required, and the patient¿s current disposition remains unknown. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hospitalization.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A visual inspection of the returned cycler exterior showed no sign of physical damage. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, force gauge test, the cassette/door switch check, and the teach pump test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. The patient also experienced the cassette door was not closing. The cassette was properly inserted, but the cassette door popped open during drain 2 of 4 of their treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hospitalization and any relationship to a malfunction with their liberty select cycler; however, no additional information was obtained. Patient demographics, medical intervention required, and the patient¿s current disposition remains unknown. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s).

Manufacturer narrative:
Correction: b3, d10

Event description:
On 22/oct/2022, a patient contact reported to fresenius technical services this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. The patient also experienced the cassette door was not closing. The cassette was properly inserted, but the cassette door popped open during drain 2 of 4 of their treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hospitalization and any relationship to a malfunction with their liberty select cycler; however, no additional information was obtained. Patient demographics, medical intervention required, and the patient¿s current disposition remains unknown. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s).